Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced seizures the same day after ventricular assist device (vad) implantation. A brain computerized tomography (CT) was performed, which showed large left and right infarcts. It was suspected that a thrombus passed through the pump and became a thromboembolism, causing ischemic brain damage. The next morning, the patient coded while in the intensive care unit (ICU) and cardio-pulmonary resuscitation was performed, then the patient was taken back to the operating room (or) for a chest washout. It was noted there was a loss of pulsatility and low flow with low flow alarms. The patient¿s family withdrew supportive care and the patient subsequently died.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The device remains implanted in the patient and is thus not available for return to the manufacturer. The reported low flow event was confirmed through log file analysis which revealed several decreases in power consumption and estimated flows within the analyzed period and 4 low flow alarms recorded since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.